Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm on their insulin pump. Customer states she has been getting the alarms ever since receiving the last shipment of infusion sets. The customer's blood glucose was 200mg/dl. The customer reports the alarm was resolved by an infusion set change. Customer does not want to return set, or reservoirs for analysis. Customer was advised to call back if the alarm reoccurs.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with cracked case at display window corners, cracked display window, reservoir tube lip, belt clip slot and battery tube threads and minor scratched lcd window.